Event description:
The orsiro mission drug-eluting stent system was selected for treatment of the popliteal artery. The device failed to inflate when trying to place the stent.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. All tested products of the lot successfully passed this test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the orsiro mission stent system is indicated for improving coronary luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease, stable angina, unstable angina, non-st elevation myocardial infarction or documented silent ischemia.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of the popliteal artery. The device failed to inflate when trying to place the stent.

Manufacturer narrative:
Combination product: yes.